Event description:
It was reported that the patient dissatisfied with the inflatable penile prosthesis (ipp) due to inflation issue. The patient is scheduled to have revision surgery on (B)(6) 2019. No further issues were reported in relation to this event.

Event description:
It was reported that the patient dissatisfied with the inflatable penile prosthesis (ipp) due to inflation issue with the pump. The entire ipp system was removed on (B)(6) 2019, and replaced with a new one. No further complications were reported.